Event description:
It was reported that four infusion sets popped off on (B)(6) 2026 due to the tape was not sticking.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 4 name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: california post office or zip code: 91325 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545